Event description:
The manufacturer received information alleging tobacco smell. There was no harm or injury reported. The device was returned to the manufacturer for evaluation, during the evaluation an error 96 had been recorded in the drpt. The main board was replaced to resolve that issue. The device was functionally tested, cleaned and the software upgraded. All other parts were replaced because of a nicotine smell/ contamination, not because the parts were reported to not function, keypad, a40 ui panel and top enclosure.